Event description:
Information was received that while a smiths medical cadd cleo infusion set was in use, one right periumbilical inflammatory nodule in abdomen appeared after infusion was adminsitered and the device was removed.